Event description:
It was reported that the patient presented to the emergency department (ed) stating they felt "something was not working correctly." Upon interrogation is was discovered the right ventricular (rv) lead had no capture at max output, high and unstable thresholds, and "poor sensing." A lead dislodgement was suspected. A lead revision was completed and the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.